Event description:
It has been reported that the marcaine drug component in the kit is not numbing the patient. The following additional information has been requested: manufacturer of the drug. Component product ID of the drug. Lot number of the involved units. Procedure performed.

Manufacturer narrative:
The drug manufacturer, hospira, was contacted regarding this complaint. Rep, hospira product complaint analyst, stated that there have been other reports on the lot however their retains have tested within specification. She requested information from the reporter to allow her to register the complaint and contact the source. After the information was provided, rep said she would need 30 days to process the complaint. The drug and manufacturer information is as follows: marcaine hcl 0.75% w/dextrose 8.25%, list 1761, lot 42-205-dd. Hospira, inc. No evidence of handling or environmental conditions exists that would compromise the integrity of the drug.